Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, the capsule was located by the pt's trachea and was retrieved with snare. The pt was not injured following the procedure.